Event description:
During surgery there was bleeding that needed to be attended to. The enseal was not working properly. A new device as obtained which worked appropriately. No patient harm. FDA safety report ID# (B)(4).